Event description:
Potassium was hung up as one hour infusion. Approximately thirty minutes after hanging, the potassium bag was noted empty. The pump was checked and stated volume to be infused was 28 cc. Although potassium already infused, twenty-nine minutes was left when noted infusion stopped to site.